Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. The patient reported emergency beeping; the patient missed the first refill in 12 years and needed help. The pump was beeping and patient thought it was empty. The patient was hearing 6 fairly quick beeps "up-down-up-down-up-down." The patient also inquired whether the device would hurt them if they had to leave it in a few more days if it was actually 100% empty. Reportedly, the patient had been weaning off for over 18 months and thanked god that he was not having withdrawal symptoms badly yet. The patient wanted to know if he should go to the emergency room (ER).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.